Manufacturer narrative:
This report is being sent as part of a service record retrospective review that was self identified by haemonetics. The following parts were sent to customer biomed for repair: pcb,assy,cpu,pcs2,k.1, pcb,assy,driver,pcs2, pcb, assy, safety, pcs2, 8150, pcb assy, centrifuge dist. Brd, scr,pan sems phil sz#8-32x.38, calibration plug, jumper,terminal strip, power entry module assembly, rotor assembly,blood/ac, label,a/c pump. The suspect device/part was not returned to haemonetics, without physical sample provided for evaluation, the root cause cannot be determined.

Event description:
Haemonetics was notified that a customer reported driver board/ safety board and cpu board as the power supply burnt them all and orange jumper and ac pump rotor and pem and splices and line sensor kit and centrifuge dist board. There was no donor involvement.